Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that patient had experienced a syncopal event due to intermittent ventricular undersensing of ventricular fibrillation (vf) events. The physician suspected the issues were due to this lead and a revision procedure was performed. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.